Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Patient initially contacted synthes complaint handling unit (chu). Complaint was forwarded to raynham chiu in which patient was contacted via phone using an interpreter. Patient spoke spanish. Patient was implanted with swift plate on (B)(6) 2011. Patient complained of problems with swallowing and eating. MRI taken. Plate migrated. Plate removed (B)(6) 2014 but not replaced.